Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported disconnection and leak because the cannula has been discarded by the customer and will not returned. The root cause of this failure could not be identified.

Event description:
Customer reported the IV set male luer disconnected from the luer locking cannula female luer during heparin infusion. The patient was lying in bed and noticed blood leaking and clamped the IV line. There was an estimated 50ml blood loss. There was no report of patient harm or medical intervention. Although requested, no further patient event information was provided.